Manufacturer narrative:
G4:25nov2020. B4:18dec2020. H11: h6: patient code updated: there was no patient involvement when this failure occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported a ventilator with an oxygen source alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4:25nov2020. Additional information was confirmed that there was no patient involvement when this failure occurred. The field service engineer (fse) confirmed and duplicated the failure. The customer found another source for repair. The customer reported the unit was returned to service. No parts were replaced. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.